Manufacturer narrative:
Investigation into this complaint to date includes a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls (positive and negative). There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 513147 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 513147 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 513147 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 513147. The complaint history review did not identify any additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 513147. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 513147 was not identified; however, further review is currently being performed across the assay product line. Urgent field safety notice / field correction recall, fa-am-sep2021-260a, was approved to be issued on september 2nd 2021 for all customers running the alinity m sars cov-2 assay and alinity m resp-4-plex assay. Abbott molecular inc. Has received reports of alinity m sars-cov-2 eua false positive results. Preliminary investigation has identified that potential carryover in the assay tray may contribute to false positive results. An increase of false positive rate was observed in july 2021 going from a historical rate of 0.002% (235 reported false positives/12,022,419 total tests performed) to a rate of 0.015% (552 reported false positives/3,590,490 total tests performed). However, the rate in the field may be higher than this. An evaluation of the current mixing protocol used during preparation of the pcr reaction mixture determined the current mixing parameters may result in potential overflow that could carry over into neighboring wells in the assay reagent tray. Because the assay parameters and the presence of the sars-cov-2 analyte are similar, alinity m resp-4-plex customers are being included in this communication. Further review is currently being performed across complaints to determine if this complaint ticket is related to the above mentioned field action.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls (positive and negative). There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 513147 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 513147 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 513147 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 513147. The complaint history review did not identify any additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 513147. Evaluation of this complaint confirms that it is associated with a confirmed issue from a previously completed investigation. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amplification kit (list 09n78-090) was identified. Specification not met - the number of customer complaints for discrepant result patient samples (false positives) when using alinity m sars-cov-2 amp kit list 09n78 has been increasing on a monthly basis. Therefore, this complaint investigation will be dispositioned as confirmed. Abbott molecular determined that a field corrective action (fa-am-sep2021-260) should be taken via approval of 489-risk on september 2, 2021. This action was reported per 21 cfr 806 to the FDA on september 4, 2021 (report number (B)(4) ). The field corrective action was issued as an urgent field safety notice / field correction recall letter dated september 2, 2021 providing customers background on the issue, potential impact and necessary actions. Additional follow up on investigation and corrective actions will be communicated via the 806 process. Recall number: z-0004-2022. The following mdrs were also reported as related to fa-am-sep2021-260: 3005248192-2021-00214, 3005248192-2021-00145 follow up report 1, 3005248192-2021-00146 follow up report 1, 3005248192-2021-00155 follow up report 1 , 3005248192-2021-00190 follow up report 1, 3005248192-2021-00148 follow up report 1, 3005248192-2021-00168 follow up report 1, 3005248192-2021-00136 follow up report 1, 3005248192-2021-00161 follow up report 1, 3005248192-2021-00175 follow up report 1, 3005248192-2021-00220 follow up report 1, 3005248192-2021-00160 follow up report 1, 3005248192-2021-00116 follow up report 1, 3005248192-2021-00119 follow up report 1, 3005248192-2021-00169 follow up report 1, 3005248192-2021-00171 follow up report 1, 3005248192-2021-00172 follow up report 1, 3005248192-2021-00173 follow up report 1, 3005248192-2021-00174 follow up report 1, 3005248192-2021-00177 follow up report 1, 3005248192-2021-00183 follow up report 1, 3005248192-2021-00283, 3005248192-2021-00108 follow up report 2, 3005248192-2021-00113 follow up report 2, 3005248192-2021-00306, 3005248192-2021-00122 follow up report 1, 3005248192-2021-00157 follow up report 1, 3005248192-2021-00158 follow up report 1 , 3005248192-2021-00200 follow up report 1 , 3005248192-2021-00201 follow up report 1 , 3005248192-2021-00202 follow up report 1 , 3005248192-2021-00310, 3005248192-2021-00311, 3005248192-2021-00123 follow up report 1, 3005248192-2021-00124 follow up report 1, 3005248192-2021-00204 follow up report 1, 3005248192-2021-00185 follow up report 1, 3005248192-2021-00189 follow up report 1 , 3005248192-2021-00232 follow up report 1, 3005248192-2021-00231 follow up report 1,, 3005248192-2021-00212 follow up report 1, 3005248192-2021-00246 follow up report 1, 3005248192-2021-00244 follow up report 1, 3005248192-2021-00209 follow up report 1, 3005248192-2021-00205 follow up report 1, 3005248192-2021-00194 follow up report 1, 3005248192-2021-00112 follow up report 1, 3005248192-2021-00184 follow up report 1, 3005248192-2021-00180 follow up report 1, 3005248192-2021-00178 follow up report 1, 3005248192-2021-00225 follow up report 1, 3005248192-2021-00141 follow up report 1, 3005248192-2021-00132 follow up report 1,, 3005248192-2021-00192 follow up report 2, 3005248192-2021-00176 follow up report 1, 3005248192-2021-00182 follow up report 1, 3005248192-2021-00188 follow up report 1, 3005248192-2021-00236 follow up report 1, 3005248192-2021-00187 follow up report 1, 3005248192-2021-00227 follow up report 1, 3005248192-2021-00224 follow up report 1, 3005248192-2021-00250 follow up report 1, 3005248192-2021-00252 follow up report 1, 3005248192-2021-00284 follow up report 1, 3005248192-2021-00237 follow up report 1, 3005248192-2021-00186 follow up report 1 , 3005248192-2021-00243 follow up report 1, 3005248192-2021-00223 follow up report 1, 3005248192-2021-00215 follow up report 1, 3005248192-2021-00216 follow up report 1, 3005248192-2021-00217 follow up report 1, 3005248192-2021-00102 follow up report 1 , 3005248192-2021-00294 follow up report 1 , 3005248192-2021-00295 follow up report 1 , 3005248192-2021-00221 follow up report 1 , 3005248192-2021-00228 follow up report 1 , 3005248192-2021-00240 follow up report 1 , 3005248192-2021-00235 follow up report 2, 3005248192-2021-00138 follow up report 1 , 3005248192-2021-00230 follow up report 1 , 3005248192-2021-00165 follow up report 1 , 3005248192-2021-00196 follow up report 1, 3005248192-2021-00203 follow up report 1, 3005248192-2021-00253 follow up report 1 , 3005248192-2021-00265 follow up report 1, 3005248192-2021-00268 follow up report 1 , 3005248192-2021-00254 follow up report 1 , 3005248192-2021-00281 follow up report 1 , 3005248192-2021-00248 follow up report 2, 3005248192-2021-00266 follow up report 1 , 3005248192-2021-00117 follow up report 2, 3005248192-2021-00242 follow up report 1 , 3005248192-2021-00226 follow up report 1, 3005248192-2021-00274 follow up report 1 , 3005248192-2021-00257 follow up report 1, 3005248192-2021-00269 follow up report 1, 3005248192-2021-00307 follow up report 1, 3005248192-2021-00327 follow up report 1, 3005248192-2021-00249 follow up report 1, 3005248192-2021-00199 follow up report 1 , 3005248192-2021-00365 follow up report 1.

Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported two discrepant results of false positive obtained on (B)(6) 2021 on the alinity m sars cov-2 assay. Per the customer, the suspected positive results were retested on (B)(6) 2021 on genexpert and in-house pcr, and generated a negative result. One sample was suspected because the patient is fully vaccinated. The molecular application specialist (mas) reviewed the runs and identified that the curves look acceptable from the performance point of view, with a sigmoidal amplification and correct parameters. Customer reported one sample belonged to a patient scheduled to undergo surgery, with no symptoms of covid. The first positive result was obtained at around 5pm monday, so the patient, together with their roommate, were put into quarantine. Later in the evening, a second sample was taken just because they mistrusted a positive result from a vaccinated person. This sample resulted negative later in the evening. On the next morning, a new, third swab was taken, and the second and third swabs resulted negative; while the first swab, was a late positive. With all results taken together, the medical decision was that the patient result is negative, and therefore the scheduled operation did not need to be cancelled. No further impact has been reported. The other sample is a sample obtained from the municipal health service, which resulted positive on monday, but was rectified on tuesday with the negative result being the finally reported result. No impact to patient management has been reported for this patient. This incident is being reported to FDA because the incident occurred in netherlands using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.